Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not being detected on the bus. A field service engineer smart remote manager was removed from one refrigerator and installed on another and performed alignment testing in the hardware test application through multiple times door open and close. The system functioned as intended after repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pocket was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.